Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the balloon (subject device) could not be inflated and leakage was visible. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure the balloon (subject device) could not be inflated and leakage was visible. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter was found to be severely kinked/bent and the balloon was found to have a hole/perforation. During a functional test, the subject balloon failed to inflate and leaks were observed from the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the visual inspection. It was reported that the balloon was prepared as described in the IFU. During usage in the patient the balloon cannot be inflated, and a leakage was visible. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. Also, the correct amount of inflation media was used to inflate the balloon, the device was not inflated over nominal pressure or was excessive pressure used and there was no leakage noted during preparation. The device was returned, and the balloon catheter was noted to be kinked, the balloon failed to inflate and there was a hole/peroration noted to the balloon causing leakage. It is probable that the device was damaged during use, causing the reported events and the damage noted to the returned device. An assignable cause of procedural factors will be assigned to the reported ¿balloon leaked during use¿ and ¿balloon failed to inflate¿ and to the analyzed ¿balloon catheter kinked/bent¿, ¿balloon failed to inflate¿, ¿balloon has hole/perforation during use¿ and ¿balloon leaked during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.